Event description:
The reporter stated that, the stopcock was either leaking or allowing air to enter the tubing regardless of the position of the dial (plug in the stopcock). There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths had not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.